Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead returned in four pieces. External insulation abrasion was found from 3.5 cm to 4.0 cm from the cut proximal end of the distal portion of the lead, consistent with friction against another implantable device or feature of the patient's anatomy. All other damage found was sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.